Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that when the jewel case for a tecnis monofocal intraocular lens (model z9002, +22.5 diopter) was opened, the lens was found to have a broken haptic. There was no patient involvement. This was observed while removing from packaging. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/11/2018. Device returned to manufacturer? Yes. Device evaluation: the z9002 lens was received in its original lens box, lens case. Visual inspection of returned lens using microscope magnification was performed. One of the lens haptics was observed distorted. There is no issue with the other lens haptic. Some particles and viscoelastic residues were observed which indicates that the lens was prepared for surgery. The reported issue as haptic damaged was verified. However, there is no evidence to suggest that the complaint sample has been affected by the manufacturing process. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.